Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. G2: foreign ¿ south korea. Journal citation: do, m.u., seo, j-s., kang, s.w., koo, h.t., suh, k.t., and shin, w.c. (2025). Total hip arthroplasty using dual mobility cups for failed hip fracture fixation. Clinics in orthopedic surgery 17(4), 575-581. Https://doi.org/10.4055/cios24372. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
On 21-aug-2025, a journal article was retrieved from clinics in orthopedic surgery (2025) that reported a retrospective study from korea. The purpose of the study was to assess the outcomes of conversion tha using a dm cup for failed hip fracture fixation. Between april 2015 and june 2021, 116 patients underwent conversion tha for failed hip fracture fixation, 83 cases using fb (fixed-bearing) cups and 33 using dm (dual-mobility) cups. The study included 68 male (58.6%) and 48 female (41.4%) patients; their mean age at the time of surgery was 63.9 years. Zimmer biomet components were used in all cases using a posterolateral approach with transosseous reinsertion of short external rotators and posterior capsule. In the dm group, the g7 acetabular system was used in all cases. In the fb group, trilogy was used in 28 cases (33.7%) and g7 in 55 cases (66.3%). The femoral components used were the versys fiber metal taper in 32 cases (27.6%), wagner sl revision in 29 (25.0%), and microplasty in 55 (47.4%). All cases also used a biolox delta femoral head. Follow-up was conducted at 6 weeks, 3 months, 6 months, and 12 months postoperatively, and annually thereafter with a mean length of follow-up for 1.5-2 years and a minimum of 1 year. It was reported in a journal article that three patients experienced deep joint infection post hip procedure on an unknown date. Attempts have been made and no further information has been provided.